Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and revealed that this article was manufactured according to the specifications. The visual investigation of the complained reduction forceps shows that one tip is completely broken off. The broken surface itself is homogenous which indicates material conformity as well. The investigation was not able to determine the exact cause, which led to this breakage. It is possible that continuous tension, during repetitive use, which the instrument was subjected to has led to this damage. The investigation determined this complaint to be valid a CAPA determination request has been initiated. (B)(6).

Event description:
The top of this device was broken while the doctor was using it to hold the bone in normal procedure. This is 1 of 1 report for this complaint (B)(4).